Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 - corrected. H3 device evaluated by mfg ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the distal section of the guidewire was confirmed to have been fractured and stretched. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during analysis. The device failed to meet specification when returned for analysis, based on the damage noted. Additional information provided by the customer states that the patients anatomy was moderately tortuous, the guidewire tip was shaped 45 degrees and the same microcatheter was used to complete the procedure. It was reported that during this procedure the guidewire was found not able to be rotated. The operator withdrew the guidewire to check and found distal of it was fractured. Continued to use two guidewire from the same lot but same problem happened. All these three guidewires were fractured. It is probable that the patients anatomy may have caused the difficulties in rotating the guidewire and causing the subsequent guidewire stretch and fracture. An assignable cause of procedural factors will be assigned to the reported and analysed guidewire distal tip broken/fractured during use and to the analysed guidewire distal tip stretched as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the subject guidewire could not be rotated. The operator withdrew the subject guidewire to check it and found the distal end to be fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1 of 3 reports (1st MDR).

Event description:
It was reported that during the procedure the subject guidewire could not be rotated. The operator withdrew the subject guidewire to check it and found the distal end to be fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.